Event description:
As reported, a right inguinal hernia repair was performed on (B)(6) 2025. During the procedure, yellow spots were observed on the 3dmax mesh, therefore, a new 3dmax mesh was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, yellow spots were found on the 3dmax mesh. Visual examination confirms there is an area of discoloration (yellow in color) present on the mesh. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of manufacturing records was conducted and shows the product was manufactured according to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Based on the sample evaluation conducted, the root cause was confirmed to be manufacturing-related. The reported "yellow spots" on the mesh" are identified as excess food-grade lubricating oil from the sewing machine. Awareness dissemination was provided to the appropriate personnel to reinforce the importance of adhering to product visual acceptance criteria and maintaining equipment cleanliness, as outlined in the current procedural requirements. Updated fields: b4, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, yellow spots were found on the 3dmax mesh. Visual examination confirms there is an area of discoloration (yellow in color) present on the mesh. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of manufacturing records was conducted and shows the product was manufactured according to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a right inguinal hernia repair was performed on (B)(6) 2025. During the procedure, yellow spots were observed on the 3dmax mesh, therefore, a new 3dmax mesh was used to complete the procedure. There was no patient injury.